Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as itchy with bleeding under the lifevest. The patient reports a history of a skin condition to his entire body. The patient reports wearing the lifevest causes increased itching and bleeding exacerbated by blood thinner medication. The patient has been prescribed lotions and cream which upon follow up the skin irritation was unchanged. The patient continues to wear the lifevest.